Event description:
It was reported that prior to an angioplasty procedure, the pta balloon received was allegedly bent. It was further reported that the sterility of the device packaging was found to be compromised. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Two electronic photos were provided. As multiple devices were reported, and multiple devices can be seen in the photos. The first photo shows the overpack box which is seen bent and creased in multiple places. The outer packaging of the conquest (B)(4) device is seen next to it, also creased in multiple places. The second photo shows the outer packaging of five conquest (B)(4) devices in which multiple bends can be seen on all five. Therefore, the investigation is confirmed for the reported packaging problem as the overpack along with the outer packaging of the device were noted damaged. A definitive root cause for the reported packaging problem could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 12/2026), g3, h6 (method) h11: h6 (result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure, the pta balloon received was allegedly bent. It was further reported that the sterility of the device packaging was found to be compromised. There was no patient contact.